Manufacturer narrative:
(B)(4). Based on the product analysis completed on 4/3/2018, the product event has been deemed FDA MDR reportable. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: prowler lp microcatheter, 2 mm x 6 cm galaxy g3 mini (glm920060/s15088) coil. (B)(6). (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a 5 mm posterior communicating artery aneurysm, the 5 mm x 17 cm micrusframe10 thermo-mechanical coil (mfr100517/l10303) was selected as first coil but the coil would not exit the introducer into the prowler lp microcatheter. The physician and technician attempted multiple times to advance the coil out of the introducer without success. The coil delivery system was removed and the physician tried to advance the coil on the table (not in the microcatheter). After four attempts were made applying pressure, the coil exited the introducer one centimeter (cm). The coil was replaced to complete the procedure. The coil introducer was not damaged in any way. No damage was observed to the visible portion of the embolic coil. The user applied excessive force during advancement. An adequate continuous flush was maintained through the microcatheter. There were no apparent kinks in the microcatheter that may have contributed to the event. No visible damage was noted to the coil. There was no report of consequence or impact to the patient. The event did not result in a procedural delay. No fragments were generated from the product. The product was stored and handled according to the instructions for use (IFU). No further information was provided. The device was returned tightly coiled. The distal end of the embolic coil was located in the green introducer, near its distal end. There was blood in the translucent introducer sheath. The device was almost fully sheathed. There were slight bends in the unsheathed section of the device positioning unit (dpu) core wire approximately 68 cm, 75 cm, and 80 cm from the proximal end. There were bends in the sheathed section of the dpu approximately 104 cm, 133 cm, and 173 cm from the proximal end. There was blood at the distal end of the green introducer. The ball tip was intact. There was blood on the embolic coil. Near the distal end of the translucent introducer sheath, there was a bend in the sheath and the skive was open at this location. The embolic coil was kinked. The condition of the articulating joint and resistance heating (rh) coil was obscured by the translucent introducer sheath. The v-notch of the resheathing tool was undamaged. Kinks in the embolic coil prevented it from advancing out of the introducer. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil was impeded in the introducer was confirmed. Kinks in the embolic coil prevented it from being advanced or retracted. Bends in the dpu core wire are indicative of the application of excessive force, possibly during attempts to overcome the reported resistance. Resistance is caused by the kinks in the embolic coil, but may also be caused by insufficient flush. The presence of blood in the introducer and on the embolic coil suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. 100% of devices are inspected by advancing the embolic coil out of the introducer and retracting it back at final assembly. Thus, it is unlikely that the device left the manufacturing facility with the observed damage. With review of the product analysis and the device history records, there is no indication of any manufacturing issues related to the event or damages noted on the returned system. Although a definitive conclusion cannot be made, based on the analysis it appears that procedural and handling factors, such as the aforementioned application of excessive force, may have contributed to the reported failure and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a 5 mm posterior communicating artery aneurysm, the 5 mm x 17 cm micrusframe10 thermo-mechanical coil (mfr100517/l10303) was selected as first coil but the coil would not exit the introducer into the prowler lp microcatheter. The physician and technician attempted multiple times to advance the coil out of the introducer without success. The coil delivery system was removed and the physician tried to advance the coil on the table (not in the microcatheter). After four attempts were made applying pressure, the coil exited the introducer one centimeter (cm). The coil was replaced to complete the procedure. The coil introducer was not damaged in any way. No damage was observed to the visible portion of the embolic coil. The user applied excessive force during advancement. An adequate continuous flush was maintained through the microcatheter. There were no apparent kinks in the microcatheter that may have contributed to the event. No visible damage was noted to the coil. There was no report of consequence or impact to the patient. The event did not result in a procedural delay. No fragments were generated from the product. The product was stored and handled according to the instructions for use (IFU). No further information was provided.